Event description:
On (B)(6) 20013, it was reported that display of the patient's infusion device was defective in a way that could lead to misinterpretation of the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The display is missing a pixel line/pixel column due to an interrupt of the heat-seal connection. The customer is not able to see 100% of the display. The display cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.